Event description:
Ous MDR - the galeo guides are losing their coating when used for the first time and when removed, they damage the stents and in other cases the balloons. The event date was not reported.

Manufacturer narrative:
On behalf of the manufacturer, biotronik se & co. (B)(4), we would like to inform you about the result of our investigation concerning the products and events mentioned above. The corresponding production documentations were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported events. The affected devices were not returned for technical investigation. The review of the specific device history records (DHR) for the products detailed above verified that the guide wires were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. So the devices were in accordance with the specifications at the time of delivery. Laboratory simulations showed that external environmental conditions which exceed the specified storage conditions (<40¿c, store in a dry location) might lead to a weakening of the adhesion of the ptfe coating. Galeo products that are kept at the specified storage conditions (<40¿c, store in a dry location) are functional and non-defective. Biotronik vi regrets any inconvenience caused and we look forward to working together with you. If you have any further questions, please do not hesitate to contact us.